Event description:
Device malfunction: failure to deploy- clip. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, during clip deployment, an expected click was heard but, the clip did not deploy. Manuel compression was applied to achieve hemostasis. No adverse pt effects were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). The device is expected to be returned for eval. It has not yet been received.